Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pair new transmitter alert occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that a pair new transmitter message occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage measurement test was performed and failed (0 vdc). A review of the share log was performed and a pair new transmitter was found in the log within the investigation window. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
Com-(B)(4).